Manufacturer narrative:
A slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was inflated; however, it ruptured at 14 atmospheres (atm). There was no reported patient injury. The lesion was the brachial artery which had in-stent restenosis. The lesion was mildly calcified, 80 percent stenosed and had mild tortuosity. There was no difficulty tracking the catheter through the vessel/lesion. There were no kinks/bents noted after the device was removed from the patient. There was no unusual force used at any time during the procedure. The procedure was completed with a new same sized slalom thrill pta balloon catheter. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped according to the IFU. The device prepped normally. There were no anomalies noted during or after the device was prepped. Non-cordis contrast media was used. A non-cordis indeflator was used and was successfully used with other devices. The device was not returned for analysis. A product history record (phr) review of lot 17647584 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The vessel was described as having mild calcification and tortuosity, 80 percent stenosed and in-stent restenosis. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use, although this is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom thrill pta balloon catheter was inflated, however, it ruptured at 14 atmospheres (atm). There was no reported patient injury. The procedure was completed with a new same sized slalom thrill pta balloon catheter. The lesion was the brachial artery which had in-stent restenosis. The device was stored and handled per the instructions for use (IFU). The lesion was mildly calcified, 80 percent stenosed and had mild tortuosity. There were no difficulties removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped according to the IFU. The device prepped normally. There were no anomalies noted during or after the device was prepped. Non-cordis contrast media was used. A non-cordis indeflator was used and was successfully used with other devices. There was no difficulty tracking the catheter through the vessel/lesion. There were no kinks/bents noted after the device was removed from the patient. There was no unusual force used at any time during the procedure.